Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2. Harvester was receiving insufficient insufflation of co2. It seemed like co2 would not run through the valve in the trocar. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Internal complaint # tw (B)(4). Autonumber: (B)(4). The btt device was returned to the factory for evaluation. A visual inspection was performed. Signs of clinical use with evidence of blood on various parts of the btt short port were observed. The tube and ports appeared intact. No visual defects were observed. A mechanical evaluation was conducted. A syringe was attached into the balloon inflation port and pushed 25 cc of air. The balloon inflated and remained inflated after the syringe was removed. To test the patency of the co2 insufflation port on the btt, a syringe was attached to its tip with a one way valve. The end of the body which has the balloon was immersed under water while air was pushed through the syringe and a finger covering the tiny hole on the cannula seal. Bubbles were observed on the water which indicates that air or co2 insufflation is proper. Based upon the returned condition of the device and the results of the investigation, the reported failure improper flow or infusion was not confirmed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2. Harvester was receiving insufficient insufflation of co2. It seemed like co2 would not run through the valve in the trocar. A replacement device was used to complete the procedure. The hospital did not report any patient effects.